Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to dissociation of a competitor femoral head from an adm/ mdm poly insert. The poly insert, mdm metal liner, and shell were revised so that bone graft could be placed in the patient's acetabulum for a greater offset.